Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the colibri does not function properly, as soon as pressure is applied, the device stops working. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. During the pre-repair diagnostic assessment the service technician identified the following: no failure identified the reported issue was not confirmed. The service center could not identify any failure. The colibri passed all testing. After pre-repair diagnostic assessment, the device has not been serviced. The service technician noted the following action taken: no repair. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.